Event description:
The pt reported her ipg had flipped. The pt stated she underwent a surgical procedure and her ipg was repositioned. No further info is available.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.